Event description:
In an article titled "sacral kyphoplasty for the treatment of painful sacral insufficiency fractures and metastases", a study was performed to evaluate the safety and efficacy of sacral kyphoplasty for sacral insufficiency fractures and metastases. The following was reported in the results. -mild cement extravasation occurred in two patients: si joint, ilium. No further information was reported.

Manufacturer narrative:
(B)(4): events reported in this article are reported in MFR report #s 2953769-2012-00044, and 2953769-2012-00045. Article titled "sacral kyphoplasty for the treatment of painful sacral insufficiency fractures and metastases", by rinoo v. Shah, md, mba.